Event description:
International affiliate reports the procedure was posterior spine fusion. Examination of the returned loaner kit found the osteotome was damaged/chipped. Affiliate reports it appears that the instrument was used with a power tool and came in contact with a burr which damaged the instrument. The procedure was fully completed with no report of any adverse consequences to the patient.

Manufacturer narrative:
Device manufacture date: july-12-2011, oct-07-2011. The osteotome was not returned for evaluation. Review of the device history record found no discrepancies. The lot was released accomplishing all quality requirements. Review of the complaint trend analysis for the product family found no emerging trends. Without the osteotome, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as no systemic trend exists. Therefore, this complaint will be closed with no further action required. If the osteotome becomes available, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The osteotome was returned to the complaint handling unit after the initial completion of the complaint. The osteotome featured a chip missing from each side of the tip of the instrument. These chips were not uniform or symmetrical. The instrument was sent for fracture analysis. The fractured surface exhibits rough and plastically deformed material that extends across the entire surface. This suggests the upper jaw underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. The instrument is approximately three years old. The evaluation of the returned device has not changed the previously reported results regarding trending and lot history review. The root cause of the osteotome fracturing cannot be determined from the samples and the information provided. Per fracture analysis, the probable root cause is a quasi-static overload failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.